Event description:
Per the audiologist, the patient reported lack of progress with her cochlear implant system and pain around the cochlear implant surgery site. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reprogramming of the patient's sound processor did not alleviate the problem. Explantation/reimplantation surgery is scheduled for 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.